Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, when the physician attempted to loop the target polyp, the snare wire could not be retracted into the sheath. The device was removed from the patient without issue and the procedure was completed with another captivator polypectomy snare. Additionally, the account reported that there were no bends or kinks along the proximal part of the plastic sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Dimensional inspection of the returned device found the product to be within specifications. Functional evaluation of the device found that the loop cannula would get stuck in the distal end of the sheath during retraction; however, no issues were found during extension. The condition of the returned device was consistent with the complaint that "the snare wire got stuck with the sheath"; the complaint was confirmed. However, as the product dimensions were found to be within specifications, a definitive root cause for this failure could not be identified. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, when the physician attempted to loop the target polyp, the snare wire could not be retracted into the sheath. The device was removed from the patient without issue and the procedure was completed with another captivator polypectomy snare. Additionally, the account reported that there were no bends or kinks along the proximal part of the plastic sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.